Event description:
Further follow-up revealed that the pt was explanted due to end of service. It was also reported that the pt underwent brain surgery and was "cured".

Event description:
In the process of contacting the pt to notify pt that pt's device may be nearing end of service, it was reported that when the pt is asleep and snoring pt experiences episodes of severe dyspnea that last for 3 to 4 minutes. These episodes began after the pt's device was programmed to off for x-rays and then programmed back to on. Further f/u with pt's last known physician revealed that the pt was experiencing difficulty breathing, but the physician could not clinically diagnose that pt was asthmatic. The pt was tested and asthma was ruled-out. Physician could not provide an answer regarding whether or not he believed that the vns contributed to the pt's condition. Vns re-implant for end of service is not scheduled at this time as the pt will undergo brain surgery in 2002. Attempts to obtain add'l info have been unsuccessful to date.